Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported a reoccurring 'lo' (< 40 mg/dl) reading for more than 2 hours, and the customer self-treated with food and sugar. The customer then developed symptoms of headache, vomiting, exhaustion, sweating, and loss of consciousness. The customer was treated with insulin by a third-party, then taken to a hospital where a healthcare meter result of 385 mg/dl was obtained, with sensor reading 'lo'. The customer was diagnosed with hyperglycemia and treated with 1.5 l of unspecified serum. There was no report of death or permanent injury associated with this event. The results of sensor reading against healthcare meter result when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.